Event description:
A hospital reported to our distributor that an infant breathing circuit, connected to a vip bird ventilator, failed the leak test. Air leakage at the wye piece is suspected. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The actual device was pressure tested. The circuit could not reach the required test pressure. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the device was out of specification. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process. The circuit would have met the required specification at the time of production. The swivel has most likely become distorted and lost its ability to properly seal during transport and storage. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0028 %.